Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap is worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: evaluation revealed that the top of battery cap is stripped. Test pump used to complete investigation. Cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. The width and height of battery cap are within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.